Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported inability to open the clip. There is no indication of a product issue with respect to manufacture, design or labeling. Correction: device was not returned.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip open inability. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. A clip delivery system (cds) was advanced to the mitral valve; however, the clip would not open during grasping. The cds was removed with the clip attached. A new clip was deployed to successfully complete the procedure. One clip was implanted reducing mr to 1. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.